Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) alert was not triggered despite the battery voltage being under the eri trim. The device was explanted and replaced. There were no patient symptoms.

Event description:
New information received noted that the patient was in stable condition before, during, and after the procedure.